Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm when attempted to bolus. Customer reported that insulin pump may have been exposed to sweat when sleeping. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.